Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of a planned, non-emergency treatment. The procedure was continued by removing the cover from the protective plate. It was reported to philips that the cover of the joint on the ceiling-mounted protective plate was about to come off. Upon further inspection the philips field service engineer (fse) checked the system onsite and found no damage to the cover and it has come off from the ceiling-mounted protective plate. To resolve the issue, fse reinstalled the cover. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ceiling-mounted protective plate was loose. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.